Manufacturer narrative:
Siemens healthcare diagnostics received a patient sample from the customer. The returned patient sample was run neat, a 1:2 dilution and treated using a heterophilic blocking tube (hbt). The neat result was 57.97 ng/ml, confirming the customer's elevated results. The diluted result was <0.18 ng/ml and the hbt result of 0.30 ng/ml indicating that the high neat result was most likely caused by interference of heterophilic antibodies in the sample. The information for use (IFU) in the limitations section states: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays."

Event description:
A falsely elevated advia centaur cp ckmb result was obtained on a patient sample and reported to the physician. The result was considered discordant when compared to dilution results, alternate test method results and the patient's clinical picture. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur cp ckmb result.